Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleges to have lung scarring due to particles. The patient also reported device broken in certain places. There is no report of medical intervention being required. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an alleging an issue related to a CPAP device's sound abatement foam. The patient alleges to have lung scarring due to particles. The patient also reported device broken in certain places. There is no report of medical intervention being required. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation, unable to directly address the symptoms outlined in the complaint. Cannot confirm damage claimed in different places on device. Can confirm that there was evidence of sound abatement foam degradation/breakdown observed in the base unit. Can confirm the presence of contamination in the airpath.